Event description:
It was reported that during a da vinci-assisted ventral hernia etep surgical procedure that system would not recognize the vessel sealer instrument. The procedure was completed as planned with no report of patient harm, adverse outcome or injury.

Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of failure during initialization to be related to the customer reported complaint. The instrument was returned with 1 life remaining. Based on log review of remotefe and dsp logs, the instrument was found to have multiple homing failures during initialization, error code 22026. The instrument was placed on an in-house system and failed initialization. Failure analysis found the secondary failure of dislodged blade to be related to the customer reported complaint. The instrument was found to have dislodged blade. Visual inspection showed that the blade was exposed outside of the blade garage 0.107" conductor wire damage or snake wrist damage was found. There was no bio debris found at the instrument tip. A review of remotefe log did not show any blade jammed failures. After manually retracting the blade, the instrument was placed on the in-house system and passed initialization. The instrument passed cut an energy delivery tests. The knife slot test passed at 0.027". The instrument likely failed initialization due to the dislodged blade. Additional observation not reported by site: visual inspection was performed, and the instrument was found to have 1 dislodged ceramic dot on the grip tips. The dislodged ceramic dot was not returned with the instrument.